Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance for resetting the pump, which resolved the issue, and the customer was instructed to continue using the pump and to call back if the malfunction code reappeared. The customer acknowledged and understood the instructions.